Event description:
It was reported that the patient¿s lead had migrated. Repositioning of the lead took place. It was reported that the patient had experienced undesirable stimulation due to the lead migration. Additional information reported that there had been a loss of stimulation efficacy on 2013-(B)(6). It was reported that this was caused by three electrodes that were non-functional. Reprogramming was performed without complication, using the remaining electrode. 2013-(B)(6) another loss of efficacy was experienced, and this had been due to the fracture of an extension

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the outcome was resolved on (B)(6) 2012.